Event description:
Information was received indicating that a smiths medical pump had 2 system errors in the past two months. One was a primary audible alarm bgnd test" and the other was a ?backup audible alarm post". There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, neither reported issue was able to be replicated by analysts. The speaker and main board were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.